Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue. Additionally, during the evaluation the device's o2 connector was missing. The oxygen connector on a trilogy 100 is used to bleed-in low flow oxygen. A missing oxygen connector on a trilogy 100 would not impact therapy as low flow oxygen could be bled in through the patient circuit, mask or other location. No repair was performed. The device was scrapped.